Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. The investigation determined that the reported difficulties were likely due to circumstances of the procedure. Based on the reported information, the resistance during advancement and malposition of the stent likely occurred due to challenging anatomical conditions. Based on the reported information, the resistance during advancement was likely due to interaction with the moderately calcified, moderately tortuous and 70% stenosed lesion. Additionally, the reported information that stent ¿jumped¿ during deployment was likely due to the distal sheath being restricted or entrapped within the challenging anatomy causing the stent to "jump" during deployment due to built-up tension within the shaft lumens of the delivery system resulting in a spring like release of the stent. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 70% stenosed lesion in the carotid artery. During advancement, resistance was met with the anatomy. While deploying the stent, the 30x8-6mm x-act carotid self-expanding stent (ses) jumped and only covered part of the target lesion. An unspecified stent was implanted to cover the uncovered portion of the lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.